Event description:
It was reported that during a conventional rectosigmoidectomy procedure, the stapler failed at the moment of the procedure, locked without possibility of its use. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: just for clarification, ¿locked¿ does this mean the device could not be fired?